Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the device could not be fired though the firing trigger was grasped at the 4th firing. The device was used on the stomach. The cartridge was white. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis found that one pse60a device was returned in good visual condition and with one ecr60w cartridge loaded on the device. The reload was received fully fired. Upon further evaluation the knife was noted to be jammed with massive dried body fluids, however after several attempts the device could be tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.